Manufacturer narrative:
The local area field representative was contacted for additional information, however as this time no further information is available. This investigation will be updated should further information be provided.

Event description:
It was reported that the communicator displayed a red call doctor icon which indicates a potential issue with the patient's implantable cardioverter defibrillator (ICD). The patient was referred to their following physician regarding the potential issue. The cause of the red call doctor icon is unknown at this time. This ICD remains in service. No adverse patient effects were reported.

Event description:
Additional information was received which indicated the cause of the red call doctor icon was due to high out-of-range shock impedances on the right ventricular (rv) lead, measuring greater than 125 ohms. It was noted there were several intermittent spikes in the shock impedances, and the pacing impedances correlated with the spikes in the shock impedances. Boston scientific technical services (ts) discussed performing isometrics and pocket manipulation, and if there were unable to recreated the oor measurements ts recommended continuing to monitor the system. This ICD and rv lead remain in service. No adverse patient effects were reported.

Event description:
This supplemental report is being filed as the conclusion code was updated.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no objective evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection.